Event description:
After surgeon completed burring, he attempted to trial the knee at which time, it was obvious that too much tibia had been resected and conversion to tkr was required.

Manufacturer narrative:
The device was fully investigated, and determined there is no malfunction that could be identified in the system after the event occurred. The system was performing as expected in all cases. The root cause of the resection issue was determined to be a combination of poor segmentation and poor surgical technique.